Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 457453 lead, implanted on (B)(6) 2005 .product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient¿s quality of life was not there, and the patient requested palliative care. The patient subsequently expired, and the cause of death was right ventricle (rv) failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient¿s quality of life was not there, and the patient requested palliative care. The patient subsequently expired, and the cause of death was right ventricle (rv) failure.